Manufacturer narrative:
Report date: 5feb2019. Date rec'd by MFR: 4feb2019. The customer replaced the user interface assembly to resolve this issue. Unit is back in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported display is dim. No patient/user harm reported. Event date not specified; estimate used.